Event description:
The initial attorney report alleged impaired wound healing, bacterial infection, antibiotics, necrosis, additional surgery. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004, reduction and repair of incarcerated abdominal incisional hernia. On (B)(6) 2004, hospitalization. Abdominal wall seroma plus recurrent incisional hernia with incarcerated bowel and removal of mesh. Fluid encountered, no infection. On (B)(6) 2004, hospitalization: abdominal wound infection with serous drainage. Moderate amount of (B)(6), presumed (B)(6). On (B)(6) 2005, abdominal wound debridement and revision due to infection. On (B)(6) 2006, hospitalization; lower abdominal pain, nausea, vomiting. On (B)(6) 2006, reduction and repair of large incarcerated ventral hernia with bard collamend and panniculectomy. Three add'l small hernias were identified. On (B)(6) 2006, office visit (culture the drainage directly from the jackson-pratt) no info provided. On (B)(6) 2006, hospitalization of IV antibiotics. On (B)(6) 2006, office visit; ultrasound prescribed. On (B)(6) 2006, drainage and wide debridement of abdominal wall with partial explant of bard collamend. Abdominal abscess was noted. On (B)(6) 2007, office visits - slight drainage; wound healing home health technique. On (B)(6) 2008, wound clinic visits - various visits for midline abdomen sinus tract that pt is dressing herself.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney (reported to the FDA in accordance with (B)(4)). However, review of the medical records showed there to be an add'l implant; therefore, this initial medwatch is being submitted. The md noted that the "severe" size of the pt's panniculus may have been a contributing factor to the recurrence rate of hernias experienced and the frequent swelling and infection. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome (recurrence and infection) and the davol product in question. If add'l event and/or eval info become available, a follow-up MDR will be submitted.